Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va12dg5, implanted: (B)(6) 2016, product type: lead. Continued: analysis found no significant anomalies on ipg ((B)(4)) initial reporter corrected.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had the device removed two weeks ago because overtime, it became painful. They believed the stim was painful, not something else like the pocket site. It was indicated that the implantable neurostimulator (ins) worked for the patient and rep had attempted to reprogram the patient at least a couple times. The patient had no opened circuits.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via a manufacturer representative. It was reported that the cause of pain was not determined and according to the physician, the patient was determined to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.